Event description:
Customer alleged was getting wife out of bed and the lift went up 3 inches and broke. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9805, serial number/date code is unknown. The owner's manual part number 1024492 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The patients husband stated that he was lifting his wife out of the bed and when she was 3 inches off the bed the lift broke. The patient was suspended up. No injury or medical intervention alleged.